Event description:
It was reported that a malfunction alarm occurred on a demo pump that was not being used for insulin delivery. There was no patient involvement, as the pump was being used for demonstration. The pump was replaced by technical support.